Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity has decreased from 47% to 17% in less than a month. Device data showed the power consumption was increasing abnormally. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity has decreased from 47% to 17% in less than a month. Device data showed the power consumption was increasing abnormally. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was discarded at the facility and will not be returned for analysis.